Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The bg did not require treatment. The customer reverted to an alternate method of insulin therapy.